Event description:
The customer reports when the system takes an exposure they are getting a black screen on screen: "a" but screen "b" is fine. The images on live fluoro monitor are too dark. Procedure was completed with no injury to the pt.